Manufacturer narrative:
Complaint confirmed. One unpackaged ar-3638-1 fibertak (no batch indicator present) was received for investigation. Visual inspection identified that the pronged end of the inserter shaft had broken off. The fragments generated during the event were not returned for analysis. Approximately 0.5105"/15.56cm of the distal tip remained. The remainder of the inserter tip was found to meet design specifications in terms of thickness. It was identified that the method of bone preparation, as well as the bone quality encountered, were not provided. The observed condition is most likely the result of improper bone preparation and/or prying/leveraging during insertion.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-3638-1 fibertak (no batch indicator present) was received for investigation. Visual inspection identified that the pronged end of the inserter shaft had broken off. The fragments generated during the event were not returned for analysis. Approximately 0.5105"/15.56cm of the distal tip remained. The remainder of the inserter tip was found to meet design specifications in terms of thickness. It was identified that the method of bone preparation, as well as the bone quality encountered, were not provided. The observed condition is most likely the result of improper bone preparation and/or prying/leveraging during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a bankart surgery the driver broke off and a small part fell into patient. The broken part was removed from patient. No harm for patient, operator or third party was reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.